Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a faulty mix bar motor. The fse replaced the mix bar motor to resolve the issue. (B)(6). (B)(4).

Event description:
A customer in (B)(6) reported the generation of erroneous ise (ion selective electrode) patient results on their au5800 chemistry analyzer. The erroneous results were not reported out of the laboratory; hence, there was no change in patient treatment associated with this event. The customer was unwilling to provide any examples of data.